Manufacturer narrative:
Correction made to e1: initial reporter phone no.: (B)(6) (previously submitted as (B)(6) additional information: d9, h3, h6, h10. H10: two (2) actual samples were received for evaluation with a mini cap attached to the female connector. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicap transfer sets leaked with the twist clamp closed. This occurred during use of peritoneal dialysis therapy. There was no damage to the transfer set. The transfer sets were replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.